Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had three revisions and a primary knee. Dr. (B)(6) performed all surgeries. This report is for the second revision of femoral component side only. There is no information about this revision at this time.

Manufacturer narrative:
An event regarding loosening involving a triathlon femoral component was reported. The event was confirmed. Method and results: device evaluation and results: not performed as product was not returned medical records received and evaluation: in this markedly obese patient there is no convincing radiographic or intraoperative evidence of symptomatic loosening of the components. There is no evidence this patient¿s clinical problems were related to factors of faulty component design, manufacturing or materials. Device history review: not performed as lot information was not provided. Complaint history review: not performed as lot information was not provided. Conclusions: the patient fell and had second revision surgery whereby the femoral and patella components were found to be loose and subsequently revised. The exact cause of the event could not be determined because insufficient information was provided. Further information such as product lot codes, product return, pre- and post-operative x-rays of the second revision surgery as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
Patient had three revisions and a primary knee. Dr. (B)(6) performed all surgeries. This report is for the second revision of femoral component side only. There is no information about this revision at this time. Update as per 7/17/13 op report: aseptic loosening.